Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11:00 am for a high blood glucose level of 600 mg/dl. The customer stated that he never received training to use the pump and was not able to read the blood glucose level on the pump. The customer went into a state of diabetic ketoacidosis and his organs were failing. The customer was uncooperative and hung op the phone before the help line was given a chance to assist the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.